Event description:
The sheath broke when the physician was passing a wire through it, and became lodged in the patient's body. An open surgery of the right groin was done to retrieve the dislodged sheath. No pieces of the sheath were left in the patient, which was verified via x-ray.